Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Histopathological markers are partially reported (cd30+), and alcl cannot be confirmed. Pathological marker alk- has not been received. The device has been explanted.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative additionally reported "painful and severe inflammation."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and patient's concern with the product.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.